Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive after a meal bolus, remaining on the delivery screen and not accepting input until it cleared after several minutes. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no alarms, and no hospitalization. Investigation included user troubleshooting and education to monitor the device and a recommendation to update out-of-date pump firmware. Investigation of this case revealed a transient user interface freeze consistent with a potential software performance issue in the pump display/control module, with no reproducible fault and no alerts. It was concluded, based on previously established findings for similar reports, that the cause was software-related performance degradation remediable by firmware update.